Event description:
An optometrist reported a pt presented with dry eye in ther right eye approximately five months post lasik. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).